Event description:
Customer reported she experienced high blood glucose. Customer stated she went to the doctor and they reprogrammed the basal rate for the late afternoon and in the morning her blood glucose was over 600 mg/dl; treated with the insulin pump. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. Current blood glucose is 150 mg/dl. Customer stated she changed out the infusion set prior to calling and it had blood at the end. Site is not sore or irritated. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.